Event description:
It was reported that the implantable pulse generator (ipg) exhibited one undersensing premature ventricular contraction(pvc) on a electrocardiogram. Follow up with the patient's clinic indicates that the device is functioning normally. The device remains in use. No patient complications have been reported as a result of this event.